Manufacturer narrative:
A visual examination of the returned device confirmed the presence of a white crystalline deposit (foreign matter) on the base of the array and the cannula tip. No damage was visible to the package or product. A previous analysis was performed by an outside lab for an energy dispersive spectroscopy (eds) microanalysis of the foreign matter, which identified the elements contained in the residue. The analysis found that the material contained sulfur and oxygen as the major elements, while carbon, nitrogen, and phosphorous were detected at lower levels. The condition of the returned incident device was consistent with the complaint that foreign matter was identified at the tip of the electrode. The evaluation confirmed the presence of the foreign matter and prior analysis of the material found that it was of non-organic origin. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was being removed from the external package for placement in the warehouse. According to the complainant, an abnormal substance was identified at the electrode tip.

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was being removed from the external package for placement in the warehouse. According to the complainant, an abnormal substance was identified at the electrode tip.